Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that analysis found the device had to be scrapped as it failed testing at plexus, though it never got hot after running it for 10 mins. Fail t6030 (rms voltage at the h field probe) due to rtm recharge coil defective. Scrapped due to failing at plexus but passed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported her rtm cord is looking frayed and getting hot during recharge since about 3 days ago - pt stated it was really "burning" yesterday - pss asked if it was a sensation or left a mark and pt stated it was just a sensation of burning troubleshooting was unable to be performed as n/a pss is sending repair team a request for the rtm cord **pt commented that she spoke to her rep today because she kept getting disconnected when she called the pats line.* the patient reported on 2021-03-22 that they never received the replacement recharger telemetry module (rtm) and repeated that the recharger telemetry module (rtm) cord was getting very hot where the cord goes into the paddle. A replacement rtm was sent out. Additional information received from the patient. It was reported that when asked what circumstances led to the recharger getting hot and disconnecting they noted that it was their regular morning routine. The device kept getting hot on their back and they took it off and felt it and it was very hot. They quit the charging process and stopped using it. They called/texted their local representative who advised they call in. The replacement recharger resolved their issue.